Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 21717022, model/catalog description: infinion cx lead kit 70cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a lead replacement procedure. No device malfunction was suspected.